Manufacturer narrative:
Complaint text indicates that level sense error code 3350 (unable to process test, aspiration error for sample pipettor at sample carrier) was observed on that architect i2000 sample pipettor. The customer was instructed to replace and calibrate the sample pipettor and then perform a precision run with b-hcg controls. The customer ran 10-14 replicates each of low, medium, and high b-hcg control. The resulting cvs were approximately 11, 13 and 19%, respectively. Abbott customer service and support (css) then instructed the customer to perform maintenance on the wash zones and replace them if necessary. Abbott field service was dispatched as the complaint text indicates that despite performing the probe and wash zone maintenance, the cvs remained out of range. Field service actions included cleaning the reaction ring and a variety of manifolds in addition to replacing the manifold valve for wash zone 2, wash zone probes 1 and 2, wash zone sensors 1 and 2, the trigger rod, and sample and r1 syringes. The architect system operations manual, section 10, troubleshooting and diagnostics, subsection sample results, observed problems (I system) lists multiple causes and corrective actions for error code 3350. The specific cause of the discrepant bhcg result is unknown because multiple architect i2000 parts were cleaned/replaced. This is the final report.

Event description:
The customer stated that architect i2000 bhcg results of >15,000 miu/ml (undiluted) and 8,000 miu/ml (autodiluted) were generated on a patient sample. The customer recentrifuged and retested the sample generating results of 20,000 and 22,000 miu/ml (autodiluted). No impact to patient management was reported.